Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection of the set noted the silicone segment was completely separated from the upper fitment. Further inspection of separated silicone segment end, observed an o-ring indentation on the silicone segment. The indentations did not indicate that the ring was misaligned along the silicone tubing. No crush or damages marks. Functional testing was deemed unnecessary due to the separation and obvious leaking would occur. The internal diameter of the silicone pump tubing was found to be within measurement specification. The root cause of the failure was not identified.

Event description:
It was reported that while attempting to administer an infusion of activase to a patient the tubing separated and leaked while placing it into the pump. Nurse had to get re-prep medication delaying care provided to patient for approximately 5-10 minutes. There was no harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that while attempting to administer an infusion of activase to a patient the tubing separated and leaked while placing it into the pump. Nurse had to get re-prep medication delaying care provided to patient for approximately 5-10 minutes. There was no harm.